Event description:
It was reported that, the user experienced hyperglycemia with blood glucose readings exceeding 400 mg/dl after a meal while using the ilet bionic pancreas. No infusion set leaks or tubing kinks were observed. The user later replaced all disposable supplies. Dosing of approximately 1.5 units was noted while glucose remained elevated. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting, with instructions to continue monitoring glucose levels and follow up as needed. Investigation activities included a user interview, review of use conditions, and troubleshooting guidance. The investigation revealed no confirmed device malfunction and no identified component failure. The cause of the elevated glucose remained unclear. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.